Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tip of screw driver broke off while doctor was tightening the screw.

Manufacturer narrative:
The reported incident that screwdriver bit anchorage t8, ao quick coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by torsional overload. The device inspection revealed the following: microscopic inspection of the broken surface shows torsional overload marks and lines. Please note that the cleaning and sterilization guide (l24002000-en rev. M, ot-rg-1 rev. 1 cleaning and sterilization guide) reads: ''note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 2 for further details. [Page 8]'' [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Tip of screw driver broke off while doctor was tightening the screw. Tip of driver was in screw head. It was discarded.